Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. Technical services (ts) was consulted and confirmed the morphology of the r wave had decreased in amplitude and an increased t wave was over-sensed. In clinic troubleshooting was performed, and the physician chose to reprogram the device to alternate vector and 2x gain. It was noted the physician is considering a switch to a transvenous system, and data obtained from the session was sent to ts for further review. Ts reviewed the available data and noted the patient has developed a new right bundle branch block (rbbb) morphology, which ts advised should be taken into consideration in the further management of this patient. A system replacement procedure was performed, and a cardiac resynchronization therapy defibrillator (crt-d) system was implanted. Besides the inappropriate shock therapy, no other adverse patient effects were reported.